Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. During the surgery, it was noted that the leads had migrated down from their original position and there were some impedances when connecting to the existing leads. The patient wanted their system MRI compatible, so the decision was made to replace the entire system. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01023, 3006705815-2023-01022. It was reported the patient¿s ipg was unable to communicate with external devices and the leads had migrated. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention occurred on (B)(6)2023 where the leads and ipg were explanted and replaced.